Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported excessive lubricant. Event description: multiple sku w/ visible particles, defective plungers, excessive lubricant when did the incident occur? Before use. Please note that we have identified several quality defects in the syringes received under (B)(4). The issues observed include: visible particles inside the syringe, particles between the plunger and barrel space, multiple white particles found inside the packaging, defective plungers, excessive lubricant.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation -silicone. At this time, no samples have been received from lot 2503109. Six retained samples of the reported lot were also evaluated. Visual inspection revealed no foreign material inside the syringes or packaging. A device history review was performed for lot 2503109. No deviations or non-conformances related to any of the reported concerns were identified. Given no samples of this lot were received, we cannot confirm a root cause at this time, however, due to the viscosity of the silicone lubricant, some residue may become visible if the stopper is moved from its fully seated position. Complaints for this device and related conditions will continue to be monitored by our quality team for emerging trends.